Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the patella clunking reported was likely the result of being medialized relative to the native patella which can lead to uhmwpe wear and tracking issues.

Event description:
Revision due to "patella clunking" in mid-flexion.